Event description:
It was reported that during the implant procedure, a set screw anomaly was noted. The lead could not be inserted into the device. The device was not implanted. Patient condition was satisfactory.

Manufacturer narrative:
The reported field event of the inability to insert the lead into the header was not confirmed in the laboratory. The lead bores were tested and found to be within specifications. The reported field event of the inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone material inside the set screw cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty in tightening the set screw.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.